Manufacturer narrative:
(B)(6). (B)(4). Image review:review of submitted images appear to show the retaining ring of the bone screw head is broken, and the bone screw head disengaged. Device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that post-op, the implant broke. The previous corrected spondylolisthesis progressed and patient needed a revision surgery to correct the compression on the cord. Additional surgery was performed as a revision surgery. During surgery following things done: dislocated screw was replaced with a larger diameter screw of 8.5mm x 45mm, extension of construct to level sacral two, two plif approach interbody cages were implanted: peek 10mm x 22mm. The products came in contact with the patient. Patient complications were reported.

Manufacturer narrative:
Additional information: x-ray review: pre op, intra op and post op images from l5-s1 tlif for correction of grade ii spondylolisthesis were provided. Patient post op films show good reduction of the spondylolisthesis and adequate placement of hardware. We were not provided with a surgical description of the forces used with the reduction towers to achieve this radiographic result. Over distraction with the reduction towers may impact a large pre load on the screw heavily leading to device failure as shown especially with higher grade on unstable deformities. Post op corrections with plif have achieved adequate correction of the deformity.

Manufacturer narrative:
Product analysis: visual inspection confirms the bone screw disassembled from the head. The retaining ring and crown were found still assembled in the head, and a portion of the ring appears to be deformed. Dimensional inspection of bone screw head diameter found to be within print specification. The retaining ring is fully seated, but has been partially deformed; the plastically deformed portion of ring could have reduced the force required for dis-assembly. The above observations are consistent with overloading of the mas retaining ring.